Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was making a beeping noise when trying to take 2d and 3d spins. There was no patient involvement.

Manufacturer narrative:
H3/h6: the system was serviced in the field. Logs indicated the 5v was out of specification. The power supply (ps1) was replaced and the issue was resolved. 2d and 3d images were successful and the system functioned as intended. Codes b01, c02, and d02 are applicable. The power supply was returned for hardware analysis. Analysis found that ps1 failed bench testing. Visual inspection confirmed the ps1 power supply was electrically overstressed. There were damaged resistors and a damaged integrated circuit (ic). Codes b01, c02, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450, serial/lot #: (B)(6) rev. G, this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.